Event description:
It was reported that the system would not boot up on the first try. When this happens, it would lock up during the power up process. The system needed to be rebooted to gain functionality. There was no injury reported, however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.

Manufacturer narrative:
A ge service representative performed an on-site investigation. One circuit board was replaced, and system software was loaded. After replacing the circuit board, the system was tested and found to be working as intended and put back into service.